Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb had epoxy on needle. Complaint via email. Contact name: xxxxx, contact number: xxxx, contact email if no email n/a: xxxxx, item(s): 309623, lot(s): 5204367, date incident occured mm/dd/yyyy: on (B)(6) 2026, total number of occurances: 3, was the patient impacted? Glue on outside of needle, if yes please describe: causes excessive bleeding. Was any adverse event or serious injury reported to a healthcare professional? No. If yes provide details: is a sample available? Yes. If yes please provide address where to send the return label: x.